Event description:
The customer reported that the ortho provue analyzer interpreted two pt antibody screen samples as negative. No erroneous results were reported. False negative test results can lead to transfusion of incompatible blood.

Manufacturer narrative:
An ocd field engineer visited the site and found a bent probe, the vacuum pump was out of specifications and the camera brightness was high. Alignment and adjustments to the reader camera and optics and additional repairs have returned the analyzer to expected operation. This customer has not logged any complaints against this analyzer since the incident. Incident is isolated.